Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from friends/family of a consumer implanted with a neurostimulator (ins) for peripheral causalgia. It was reported that the patient wants the device removed as the device has been dead for years and had already been jump started the maximum number of times. Patient also stated the device pertrudes from their body. Patient will follow up with the physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.